Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that there was a balloon rupture with a 7x4 80cm powerflex extreme percutaneous transluminal angioplasty (pta) during the first inflation at13 atmospheres (atm) in a left forearm avf. The balloon was removed intact with no harm to the patient. The device will be returned for analysis. Additional information was received that there was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media used was omnipaque 300 at a 1/3 contrast to 2/3 saline. An unspecified indeflator was used and was only used on this balloon. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The target lesion was stenosis in a graft. There was no calcification and vessel tortuosity. The degree to stenosis was not provided but it was not a chronic total occlusion. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. It did not kink while being used. It was easily removed from the vessel, the sheath and guidewire. It was also removed intact (in one piece) from the patient.

Manufacturer narrative:
The device was returned and section was updated accordingly.   The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
There was a balloon rupture with a 7x4 80cm powerflex extreme percutaneous transluminal angioplasty (pta) during the first inflation at thirteen atmospheres (13 atm) in a left forearm avf. The balloon was removed intact with no harm to the patient. The target lesion was stenosis in a graft. There was no calcification and vessel tortuosity. The degree to stenosis was not provided but it was not a chronic total occlusion. Additional information was received that there was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media used was omnipaque 300 at a 1/3 contrast to 2/3 saline. An unspecified indeflator was used and was only used on this balloon. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. It did not kink while being used. It was easily removed from the vessel, the sheath and guidewire. It was also removed intact (in one piece) from the patient.   A non-sterile powerflex extreme 7x4 80cm catheter was received for analysis coiled inside a plastic bag. The balloon was received deflated and appeared have been inflated. A 2.5 cm axial burst was observed on the proximal section of the balloon. No other anomalies were observed. No functional analysis could be performed to the received unit due to the balloon burst condition. Sem analysis results showed that neither external nor internal surfaces presented evidence of damages that could be related to the balloon burst. The proximal marker band did not presented any evidence of damages. No other anomalies were found during the analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17550360 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.   The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the balloon burst could not be determined during analysis. Based on the information available for review, vessel characteristics (stenosis in graft) may have contributed to the burst. According to the instructions for use (IFU), ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.